Event description:
It was reported that an infusion set detached from the needle when the ilet user attempted to remove the blue needle cover, suggesting the infusion set was deployed or handled incorrectly during setup; the user was advised to twist the cover to loosen it before removal to prevent pulling the set off. There were no reported injury or physiological effects. Outcomes included no health consequences or lasting impact. Investigation included troubleshooting and user education on proper removal technique for the needle cover. Investigation of this case revealed use-related handling contributed to the infusion set detachment, with no device malfunction identified and no lot information available. It was concluded, based on previously established findings for similar reports, that the cause was user technique during infusion set handling.